Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Surgeons noted that rosa arm with instrument holder drove to inaccurate entry points, as compared to points marked previously with optical distance sensor. As per previous instructions on workflow to troubleshoot this issue, surgeons re-registered and continued with surgery, and mentioned that placement of electrodes were sufficiently accurate. No clinical consequences, and estimated time loss was 20 minutes.

Manufacturer narrative:
Technical investigation concluded that the user did not performed the registration verification properly regarding the IFU indications. However, as the arm reached the trajectory with the pointer, it is probably not related to the issue. Therefore, it is assumed that an undetected inelastic movement occurred before to send the instrument holder. However, no other registration has been performed after this event. And images containing the laser fiber are not available, so, the cause for the event cannot be confirmed. Registration was initially performed correctly. The review of DHR shows that the device passed all the maintenance tests. The instrument holder can be considered as functional. It is noted that the users were pleased with the accuracy of the surgery final result.